Event description:
The duett deployment followed an uneventful ptca procedure. The pt experienced loss of pulses 70 minutes post deployment. An angiogram was performed and occlusion of the sfa and profunda were observed. Thrombectomy with an angiojet and administration of tpa were performed. One and one-half hours following the device deployment, most of the thrombus was removed, but some residual remained in the peroneal artery. The pt has some continued loss of sensation in lower leg.